Event description:
The reporter indicated that the patient has experienced hoarseness since the vns surgery. The hoarseness is constant, not just when the device stimulates. Possible vocal cord paralysis is suspected, but has not yet been diagnosed. Attempts to obtain additional information have been unsuccessful to date.